Event description:
It was reported that during a total thyroidectomy procedure the lead on the left side of the emg tube "does not complete circuit." The tube was repositioned several times and then it was removed. The patient was re-intubated with smaller emg tube and the surgery was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). G5: 510(k): this product is similar to k925640. The product has not been received for evaluation.

Manufacturer narrative:
Device available for eval: (B)(4) 2013. The device was returned for analysis by the quality engineering team. The returned sample was found to be item # (B)(4) as the size was confirmed by the stampings on the inflation balloon, '8.0mm.' The tube was compared to drawing 90a1703, tracheal tube, reinforced pvc, assembly, rev h. This item has a flex circuit with non-wire electrodes. The resistance was measured as per drawing (B)(4) emg et tube harness, rev g, note 2 and 3. 'Maximum resistance from electrodes to pins: 20 ohms.' Open circuit (>20 m ohms) between pins. Measurements were taken with a fluke 21 multimeter, asset # (B)(4), cal due (B)(4) 2013. The resistance readings were erratic and ranged between 115-250 ohms. There were visible creases noticed on the flex circuit tail which likely caused the erratic readings. Furthermore, if the device is decontaminated by the end user, then the conductivity on the electrodes diminishes, which possibly contributes to the analysis findings. The complaint event with respect to device functionality could not be confirmed; however, the most likely root cause is related to handling/mishandling of the device. Conclusion - operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.